Event description:
Consumer claims she was using the heating pad on her back while sitting on her couch. She smelled something funny and found the pad had burned her couch. No injury was reported with this incident.

Manufacturer narrative:
The product was crushed by the consumer, which is a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.